Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to the patient developing recurring incontinence. A new device has been placed successfully and no additional patient complications reported.